Manufacturer narrative:
(B)(4). The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had intermittent button response on the act and up arrow buttons due to flattened dome switch (no crease). No button error alarm noted. History download was successful using thds and carelink upload was successful. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to all her organs just crapped out. The cause of death was her organs just crapped out dementia. The caller stated that the customer had dementia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. Customer had health issue for past 2 years. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump was returned for analysis. Frn-rsvr-mmt-326a , unomed set. The case is reported only for the f.a results.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.0872 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. During testing, the insulin pump had intermittent button response on the action and up arrow buttons due to flattened dome switch (no crease). No button error alarm noted. The cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube lip and a missing end cap sticker were noted during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump did not have a battery installed when received. History download was successful using thds and carelink upload was successful. There was no data available due to the insulin pump was stored for an extended period without a battery. The insulin pump passed the functional testing. However, during testing intermittent button response was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.